Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's healthcare provider wants to get her ins tested by the local rep to determine next steps of replacing the ins and leads. Patient reported the ins area is getting very hot and uncomfortable that she can feel it through her skin and clothing for couple months. Patient reported the ins is zapping her and when the device is on it randomly sending zap at the base of the skull where she doesn't have base contact for the past two months. Patient reported when the implant is on and the frequency is low it's still hurting her and there is no way to change the frequency. Patient stated her prior device had more option with changing the setting but the current implant she does not options.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the ins getting hot and zapping was there was one contact (#1) with out of range impedance. The rep removed that from programming to avoid the uncomfortable feeling and it seemed to help. Regarding heating at battery site, have no real reason for that as system is working normal. She has a new programmer advised that she should break up charging sessions to avoid longer sessions and thus more heating. The actions taken to resolve was the rep programmed around contact #1 today. The rep also opened up control of pulse width and frequency so she has those on her controller now. Surgical intervention is not planned. The issue has been resolved at this time.